Event description:
Event description guidant received information that during an attempted implant of this implantable transvenous defibrillation lead, a perforation of the superior vena cava (svc) occurred. A tvi tool and new sheath were used to implant new lead.,